Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer identified that the machine was not getting boot. After reviewing log file, fse found that there is a software malfunction. To resolve the problem, fse reload the software. After software load, the system was returned to use in good working order. The codes were updated based on the investigation outcome.